Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing low blood glucose. Customer blood glucose was 1.6 mmol/l. Customer current blood glucose was 10.1 mmol/l customer was treated with food for low blood glucose. Customer stated symptoms related to low blood glucose that were dizziness and no energy. Customer was using insulin pump within 48 hours at the time of event. Customer was using auto mode feature at the time of event. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Retainer clear . The customer alleged the pump is over delivering causing low bgs on (B)(6) 2021. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08740 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. No over delivery anomaly noted during testing. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked reservoir tube lip, end cap address label faded, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. The pump passed all functional testing. Over delivery and low bg anomalies are not confirmed. The formatted history file list data from 10/4/2021 to 12/25/2021. Unable to verify any manual programmed bolus deliveries for (B)(6) 2021. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has been experiencing low blood glucose level below 1.8 mmol/l. Customer alleged of possible over delivery as the low reading started when switched to a newer pump model. Customer was assisted with troubleshooting and reservoir was showing the same amount of insulin as shown on the status screen. No harm requiring medical intervention was reported. The insulin pump is expected to return for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. Event type in section b1 has been updated to malfunction. Event date in section b3 has been corrected to (B)(6) 2021. Event summary has been updated in section b5. Brand / product/ device name has been corrected in section d1/d2. Serial / lot number has been corrected in section d4. Reportable even was changed to malfunction in section h1/h2.